Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming extended high p peak. The ventilator passed the leak test but the ventilator would not cycle and it failed the inspiratory pressure transducer calibration. The ad counts would not change. There was no patient involvement.